Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient previously receiving intrathecal morphine (unknown), fentanyl, and another unknown medication at unknown concentration/dose via an implantable pump for non-malignant pain and other non-malignant pain. The patient reported that the pump does not work anymore and 'ow its popping out and that vein, like balls up or something, idk what it is, a knot, I bend over for like 5 min and it finally relaxes, and everything goes back to normal, but I want to know if that is normal or if there' s a procedure to take off the vein or something.' Patient mentioned they had back surgery 'like a year and 5 months ago' later stated 'a year and a half ago' and 'they were going to take the pump out, ' but 'there was a vein stuck on the back of it, ' and 'it's popping out' so they were unable to take it out. Patient stated one surgeon was a back surgeon, and the other surgeon operating on them 'was the one taking the guts out.' Patient stated they saw an x-ray where it looked like the 'top' of the pump was 'taken off' because they could see the outline of the insides of the pump. Patient inquired if it was normal for a vein to stick to the back of the pump and if it was safe for them to have the pump implanted if the 'top' was taken off of the pump. Patient stated 'I don't know what they did (in the or) because I was out, but I take it as it (their vein) is stuck to the back (of the pump). They were just suppose to take it out since they were there (already in surgery). The surgery had nothing before the pain pump, I noticed it before, I have cancer and other things, but people shy away from the pain pumps. Nobody wants to touch this pain pump it seems like.' Patient mentioned they had been upside down working in attics as an electrician 'forever, and the pump never gave them any problems,' but after they had the back surgery, 'it (pump popping out) hadn't happened that much because I don't do anything anymore, because I'm 65, and the back (issues) have kinda stopped me.' Patient mentioned 'one time, it did it (pump popped out) when messing around with my wife, and then it happened when I was bent down doing a little piece of drywall by the bathtub.' Patient stated they last had the pump filled 'I can guess, 8-9 years ago,' and mentioned the pump hit end of service (eos). They asked if healthcare provider (hcp) could come to fill the pump, because their hcp 'always' filled their pump, but patient stated the hospital would not let the hcp come into the hospital. Patient stated they do not work with hcp anymore but did not provide further information when asked. Patient mentioned they loved the pump. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were going back to see the back surgeon soon and agreed to discuss.